Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on 09/17/2024. As of the date of this report the customer has not responded to these options.

Event description:
A cardioquip customer informed cq service that they suspected this device to be bacterially contaminated, due to discolored and cloudy internal tubing. They forwarded photos of the device's internal tubing to cq epidemiology for review. Cq director of operations and epidemiologist reviewed the pictures submitted by the customer and recommended that the customer perform a quarterly cleaning and disinfection procedure according to the IFU, as well as hpc testing to gain a quantitative assessment of water quality. Hpc test results were received on 09/17/2024 that were outside of cq specifications for water quality, indicating device contamination.